Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to associated manufacturer report #3005099803-2008-06371 for a description of the other event. It was reported to boston scientific corporation in 2008 that an rx autotome sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) the same day (patient gender, age, and weight are unknown). According to the complainant, the tome was coming out of the scope oriented to the right. The case was completed with another rx autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of this procedure was reported to be fine.

Manufacturer narrative:
Device orientation. From the product analysis, it was found that working length was twisted, the exposed cutting was discolored and appeared to have melted the extrusion at the distal pierce hole. The initial tip orientation was found to be with in the product specification of between 9:00 am and 2:00 pm. Though the device oriented as intended, the customer complaint on orientation is likely due to procedural factors. The most probable root cause is 'operational context,' since the device did not orient properly likely due to factors involved in the procedure. The twisted working length is likely due to the procedural factors encountered during the use of the device and root cause is "operational context." The tear / melt in the working length extrusion caused the cutting wire anchor to slide proximally from the distal pierce hole and altered the exposed cutting wire length to become shorter, which now measured 12 mm, and now is outside the manufacturing specification of 20 mm +/- 2 mm. The cutting wire with the soldered anchor (notch) was found to be intact. The exposed cutting wire appeared discolored likely from usage/ overheating/ dried residue. The root cause for this failure mode is undeterminable, since it cannot be determined what caused the cutting wire to melt the extrusion.